Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the optease vena cava filter on or about (B)(6) 2015. In or about on month later, the filter subsequently malfunctioned and caused injury and damages to the patient including, but no limited to, blood clots, clotting and occlusion of the ivc due to an embedded filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusion within the ivc does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. The legal brief also noted that the filter was embedded in the wall of the ivc. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter on or about (B)(6) 2015. In or (B)(6) 2015, the filter subsequently malfunctioned and caused injury and damages to the patient including, but no limited to, blood clots, clotting and occlusion of the ivc due to an embedded filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of multiple deep vein thrombi. The patient was implanted with the filter prior to multilevel back surgery. The filter was deployed just below the renal veins. There were no complications and the patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury to the patient including, but no limited to, blood clots, clotting and occlusion of the ivc due to an embedded filter. Approximately three weeks after the index procedure, there was an attempt to remove the filter. However, there was a partial occlusion of the vena cava with a thrombus present. It was determined that the filter would be left in place. Approximately three months after the index procedure, there was another attempt to remove the filter. It was determined that in-growth had formed, and the filter could not be removed. There were no complications and the patient tolerated the procedure well. According to the patient profile form (ppf), the patient has anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of multiple deep vein thrombi. The patient was implanted with the filter prior to multilevel back surgery. The filter was deployed just below the renal veins. There were no complications and the patient tolerated the procedure well. Approximately three weeks after the index procedure, there was an attempt to remove the filter. However, there was a partial occlusion of the vena cava with a thrombus present. It was determined that the filter would be left in place. Approximately three months after the index procedure, there was another attempt to remove the filter. It was determined that in-growth had formed and the filter was unable to be removed. There were no complications and the patient tolerated the procedure well. According to the patient profile form (ppf) the patient continues to experience "mental anguish from worry." Additional information is pending and will be submitted within 30 days of receipt.